Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set separated and leaked blood. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: at completion of blood transfusion, dry blood noted to be near the drip chamber.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set separated and leaked blood. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "at completion of blood transfusion, dry blood noted to be near the drip chamber."

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record could not be completed as no lot number was received. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.